Event description:
Info received indicates, the foot end brake/steer caster will not engage into brake.

Manufacturer narrative:
The tech found the rocker arm was broken off and he used a brake/steer upgrade to repair the stretcher.